Event description:
The customer reported the images looked to be subtracted during exposure and as a result, the image was too dark to use. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.